Event description:
Incomplete report submitted by MFR. Failure by MFR and medical facilities to timely report to the FDA per sec 803.10-a-10-I, 803.53 and failure of medical facility to comply with sec 803.32, 803.33, 803.40, 803.42. Belated and incomplete report number 1527736-2003-02630.